Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was detected for this cardiac resynchronization therapy defibrillator (crt-d) as it displayed low out of range pacing impedance measurements. Attempts to obtain additional information were unsuccessful. This device remains in service. No adverse patient effects were reported.